Event description:
It was reported that the pump began burning and melting while it was being charged with tandem supplies. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.